Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported encountering an out of regulation (oor) message on their patient programmer. The patient reported that they had fallen on (B)(6) 2018, but the patient reported that the ins had been working fine since then. No patient symptoms were reported. No further patient complications have been reported as a result of this event.